Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with over 300 units. Customer's blood glucose was 200 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy.